Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, the lead was returned for analysis. The allegation against the product was not confirmed as the reported allegations of infection with sepsis were known inherent risk of device.

Event description:
It was reported that this implantable lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The lead was explanted.